Manufacturer narrative:
Manufacturing site: (B)(4) co., ltd. (B)(4), registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly related to the reported event, and no other similar product experience report was received. Multiple devices were used in the procedure; however, which device had caused or contributed to the reported hematoma and spasm was unable to be determined based on the given information. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with this event. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: warnings: never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Malfunctions and adverse effects: damage to a vessel, vessel spasm, hematoma at puncture site.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a mildly calcified subtotal occlusion in the left anterior descending artery (lad). After puncture, an asahi sion guide wire was advanced and resistance was felt at the level of brachial artery. After repeated attempts, the physician decided to change the puncture site and the left hand was chosen for puncture. When inserting the sion, resistance was felt and vessel spasm was confirmed on angiogram. The sion was advanced against the resistance and an unspecified balloon was inflated at 2 atm. An unspecified catheter was then delivered. After the procedure, hematomas were confirmed in both upper limbs. The hematoma sites were not limited to the puncture site of each upper limb, but were mainly found in the brachial artery near the elbow. The hematomas disappeared after bandage compression. Given that the patient was elderly and the hematomas might affect the postprocedure recovery, the hospitalization was prolonged.